Event description:
New gastrostomy had been inserted on 2/10/95 by nursing staff which was a routine insertion per physician's order. On 2/11/95 at 4:20 am tube was founded laying on resident's abdomen, with balloon deflated. Balloon had a slit. Which allowed water to escape and allowed the tube to come out. Unable to evaluate tube due to resident being transported to ER for re-insertion.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.